Manufacturer narrative:
Samples were the remaining needles in the boxes. Broken needles were discarded by the end user method: needles from the same lot had hardness and ductile bent testing performed. Results: needles met product specification.

Event description:
Two boxes of needles with the same lot number. The doctors usually only use one pack per case but have had to use 4-7 packs to complete procedure due to needles breaking.